Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed due to lack of sample. Based on the information gathered during baxter's investigation, the root cause of the report could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240, which occurred on the homechoice (hc) during use during dwell 3 of 6. The patient was still connected. The supply bags were empty but there was solution in the heater bag. The baxter technical service representative (tsr) asked the patient if any of the bags had disconnected and the patient stated no. The tsr explained the alarm and helped the patient clear the alarm by turning the hc off and on. The hc alarmed se 2367. The tsr has the patient turn the hc off and on again. The hc displayed press go to start. The tsr reviewed the proper procedures per the user guide with the patient. The patient would complete therapy with a manual bag. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the patient on (B)(6) 2011 regarding the reported se 2240. The patient stated that they did not notice any visible damage or abnormalities with the supplies and was not sure how air was getting into the lines. The patient stated the sample was discarded and they did not know the lot number of the supplies. The patient spoke with their nurse about the alarm and picked up new cassettes at the center. With the new cassettes therapy has been going well. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Should additional information become available, a follow-up report will be filed.